Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during insertion the md was performing the procedure according to instruction for use (IFU). It did not enter the patient's body smoothly. The md could not proceed with the procedure, the md used another catheter successfully. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of insertion difficulty is confirmed. Numerous kinks were noted to the central lumen. Upon inserting a guidewire, resistance was experienced at the locations of the kinks. Kinks to the central lumen can make it difficult to insert the iab over a guidewire. The root cause of the kinks is undetermined but a potential cause is a result of customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred during insertion the md was performing the procedure according to instruction for use (IFU). It did not enter the patient's body smoothly. The md could not proceed with the procedure, the md used another catheter successfully. There was no report of patient death, serious injury or complications.